Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that the display on the laptop indicated the refractive procedure was not completed. In the doctor's opinion, the procedure was completed at 100%. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up with the optometrist, no completion message appeared on the laptop. Patient was prescribed the normal follow up topical steroid and antibiotic to use for one week immediately following lasik. Patient was also prescribed a sterile, preservative-free solution as a tear substitute. Visual acuity of the patient was good on both eyes.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, treatment for now has been completed successful. Patient possibly made undergo an enhancement three months post lasik. One week post-operative, infectious keratitis was found. Patient continues to use topical eye drops. Visual acuity is reported to be good. Patient will be check again in one month. Service report was received that states one treatment was being shown as planned in the notebook-software but was shown as 100% completed in the logfiles. The patient was treated successfully and with a good result. The planned treatment was shot on pmma by the customer to show it as completed and that worked without problems.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The reported issue with the treatment on the laptop which was completed with the laser but not displayed as performed can be reproduced and is not related to a soft or hardware anomaly but rather a user error. When the treatment which was planned on the laptop is transferred to the laser, treatment window on the laptop is actively closed by the surgeon (e.g. For planning next surgery) during surgery of the current patient. The completed surgery cannot reconnect to the laptop (as window is closed) and therefore will not be marked as completed on the laptop. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively for the reported infectious keratitis. The root cause for the reported software issue can be determined as use error. (B)(4).